Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. The troubleshooting did not resolve the issue. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 10/08/2020, the customer indicated that she developed mastitis the first time on (B)(6) 2020, and was prescribed an antibiotic. The customer also stated that she continued to develop mastitis on four different occasions between (B)(6), due to her breasts not being emptied properly. She stated that the last time she had mastitis was may 9, 2020, and it cleared up within 2 weeks of being on an antibiotic. She stated that the replacement pump was working great and the knots in her breast are gone. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 09/25/2020, the customer alleged to medela llc that her pump in style breast pump was making a squeaking noise and not emptying her breast. Additionally, she alleged that she has knots on her breast and had mastitis months ago and had received treatment for it.

Manufacturer narrative:
The device was evaluated on 01/28/2021 with a medela lab kit and the device passed suction and cycle specifications. Additional testing was performed and the device met specifications after 3 additional test cycles. The customer's report of low suction was not confirmed. It was noted in the evaluation that the battery pack was broken.